Manufacturer narrative:
One cadd-prizm vip ambulatory infusion pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Three separate functional tests conducted to detect for delivery accuracy, and found the pump to be delivering within specification. Upon evaluation of the event log, no related problem was found. Furthermore, the customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd prizm vip failed a flow test (+6.6%). No patient adverse effects were reported.